Manufacturer narrative:
(B)(4). Report #1525712-2013-5256 indicating the manufacturer as unknown. The correct manufacturer is invacare (B)(4). The reported FDA registration number (B)(4) is correct.

Event description:
Provider states the cylinder is leaking oil.